Manufacturer narrative:
Qc was within the customer's established ranges prior to this event. A system check performed on (B)(6) 2011 met specifications. A field service engineer (fse) went on-site (B)(6) 2011 and replaced the incubator belt, the aspiration probes and tubing along with sample probe. All verification testing met specifications. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant ckmb results generated by the access 2 immunoassay system for one patient sample. The results were within the normal reference range but exceeded the precision specifications for the assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.